Manufacturer narrative:
Type of report - corrected.

Manufacturer narrative:
(B)(4). According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur include, but are not limited to paraplegia.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a thoracoabdominal aortic aneurysm using conformable gore tag thoracic endoprosthesis (tgu282820j/12669053) and gore excluder aaa endoprosthesis featuring c3 delivery system (rlt311415j/15151038). Before the stentgraft implant, bypass procedures were performed for celiac artery, superior mesenteric artery, right and left renal artery, and inferior mesenteric artery. After the stentgraft implant, the celiac artery and right and left renal artery were occluded by blood clot. This lead to an abdominal section. The physician removed the blood clots in the artificial blood vessel and anastomosed again. The patient tolerated the procedure and transferred to ICU. When the patient woke up from anesthesia, a paraplegia was found. On (B)(6) 2016, the patient passed away due to a respiratory failure. The physician commented that the devascularization by the occlusion of the bypass could affect the patient worse condition. No further information was obtained.

Manufacturer narrative:
It is unknown which device caused or contributed to the event, therefore these additional devices included in this report are: (B)(4).